Manufacturer narrative:
Updated blocks: b5, d10, h3 and h6. The reported complaint was confirmed via photos from the user facility. A replacement latch assembly was sent to the user facility and they disposed of the broken latch. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the reported issue occurred while setting up the device for a cardiopulmonary bypass (cpb) procedure. The user taped the latch close. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's sales representative, the unit had only a broken clip with no technical issue. A replacement ultrasonic air sensor (uas) was sent to the user facility.

Event description:
It was reported that the locking latch of the air bubble detector (abd) was broken. No other details regarding the nature of this event were provided.